Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact and the setscrew moved freely. Body fluid contamination was noted in the port. A test electrode was inserted into the port without difficulties and the setscrew secured the electrode properly. The device was able to be interrogated and a memory download was performed successfully, with no system errors observed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements, noise, or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received additional information. This s-ICD and associated electrode were explanted and replaced with a transvenous ICD system due to the oversensing and inappropriate shock. It was noted that myopotential noise was observed in all sensing vectors so no reprogramming could be done to resolve the issue. The explanted products were returned to the local warehouse and were expected to be returned to the post market quality assurance laboratory for analysis. This report will be updated after the product is received and analysis is complete.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. The data was sent to boston scientific technical services (ts) for evaluation. The ts consultant discussed that the pattern of the event appeared to be sudden onset of a left sided ventricular tachycardia (vt)/ventricular fibrillation (vf) while the right side had some underlying beats at normal sinus rhythm. In addition, it also appeared that there was myopotential noise being oversensed. No programming changes were made by the clinical site. No adverse patient effects were reported. Clinical study: untouched.